Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 5 years due to prosthetic aortic valve stenosis with calcification and pannus overgrowth. Per the op report, tee confirmed presence of severe aortic stenosis with calcific changes of the aortic valve as well as evidence of mitral annular calcification. The device was replaced with a new edwards bioprosthetic valve. A postoperative echo showed a new prosthetic aortic valve and satisfactory position with no evidence of any periprosthetic leak. The operation was well tolerated. The patient was transferred to the ICU in good condition.

Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings on the valve could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the stenosis was likely caused by the calcification and pannus growth. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.